Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7232cx ICD, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the patient is deceased and died approximately six years post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported that the patient was at home with family when received high voltage therapy. The patient is noted to have died ¿right after.¿ emergency services had been contacted and attempted to resuscitate the patient but was unsuccessful. Additional information received reported that the patient had been notified that replacement of the ICD may be necessary. The reason for replacement is unknown and was not explained to the family. The device has been returned for analysis by the family and no additional information was available from the hospital.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found. Data within the device memory is more than six years past the patient¿s reported date of death. No informed finding can be made.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code.